Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2012, 4076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed noise on the electrogram and non-physiologic oversensing on the right ventricular lead, which was inhibiting pacing. Intermittent t wave oversensing was also resulting in inappropriate mode switching. It was also reported that the right atrial lead was intermittently oversensing far-field r waves during the same period of time as the ventricular oversensing. In-clinic troubleshooting and reprogramming options were discussed and the leads remain in use. No patient complications have been reported as a result of this event.